Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of shoulder component due to disassociation of the poly from the cage and peripheral pegs.

Event description:
It was reported that a patient was initially implanted with a tsa (total shoulder arthroplasty). Approximately 15 months post-op, a revision of shoulder component due to disassociation of the poly from the cage and peripheral pegs was completed. Approach was made through cuff interval. The surgeon was worried about taking down the subscapular again in such a relatively short time. Poly was recovered easily. Peripheral pegs, which were cemented, were also recovered pretty easily. The center cage took quite some time to recover. The surgeon had to drill out bone in center. The tip of the cage may have been distorted when the poly was engaged. This is speculation, as the cage was pretty mangled once recovered. Decision was made to not re-implant a glenoid. Patient left with a hemi tsa (total shoulder arthroplasty).

Manufacturer narrative:
Upon review of all the available information, the reported event is most likely establishing the cage peg hole prior to eccentric glenoid reaming and the peripheral peg holes after eccentric reaming, resulting in bending torque on the glenoid pegs due to the different axes and ultimate failure of the polyethylene.the device is used for treatment, not diagnosis.the surgeon must be fully knowledgeable about all aspects of the equinoxe surgical technique and use these implants in accordance with the respective indications and contraindications. This device is used for treatment not diagnosis. No information, asked not provided.